Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to moisture damage on force sensor resistor. No e70 alarms noted in history file and no motor error alarm noted. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. The motor was tested outside the device and passed. The insulin pump has battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corner.